Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient ethnicity and race was not provided for reporting. (B)(4). Lot number = (10)0086b. Device is not expected to be returned for manufacturer review/investigation. Concomitant medical products and therapy dates: drug: gabapentine; 300 2x day; years; pain; consumer still on drug. Drug: hydrocodone; 725-325; years; pain; consumer still on drug. Drug: norco; unknown; years; pain; consumer still on drug. Drug: pamelor (generic); 25 mg 1x night; years; muscle relaxer; consumer still on drug. Drug: tizanidine; 4 mg 1x day; years; muscle relaxer; consumer still on drug. Drug: estradiol; 2 mg 1x bed time; years; estrogen; consumer still on drug. Drug: multivitamins; daily; years; supplements; consumer still on drug. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. A review of the device history records has been requested. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A (B)(6) female consumer reported that she used a tough strip band aid and her arm. She had it on for over 24 hours. When she removed it, her skin stuck to the band aid and tore her skin off the whole length of the band aid. She could not get the wound to stop bleeding and 2 days later she was treated at the emergency room. This happened about 3 months ago and the consumer stated that the event is healed, but she has a scar.

Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes an admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Device manufacture date: device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on (B)(6) 2016. If information is obtained that was not available for the follow-up #1 medwatch, an additional follow-up medwatch will be filed as appropriate.